Event description:
A physician attempted arteriotomy closure using the starclose device. The physician was able to fire the starclose clip. The physician experienced difficulty removing the starclose device and when it was pulled out, the clip came with it. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, it showed premature deployment of the clip. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".